Event description:
Contact reported that pt implanted with eagle cervical plate c5-c7 in 2007 required revision to remove the implant, due to screws backing out at c7. One screw fractured during removal and portion was left in the bone. As surgical intervention occurred, an MDR is filed to document this event.

Manufacturer narrative:
Plate and six screws were returned. One of the screws is broken in half with the distal portion missing. Visual examination shows material displacement on the screw heads from contact with the bushing when tightened. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are properly angled and fully tightened. The product is a temporary fixation device to aid in the process of fusion. Implants had been in vivo for 2.5 years.